Manufacturer narrative:
Visually confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Op tical fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above fin dings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product image review: submitted images appear to display distal instrument tip sheared. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The patient underwent a revision surgery for the removal of implant (screw) at l4 after successful bone union. Intra-operatively, the tip of the driver broke while removing the implant (screw) after successful bone union. Product came in contact with the patient and no fragments of the product were remained in the patient. No patient complications were reported. The screw in which the broken tip of the driver stuck was removed by using a short cut rod. The rod was connected to the screw head, and then, the screw was unscrewed using a counter torque.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.